Event description:
Catheter of implantable vascular device became incorporated into patient's soft tissues and vein wall, precluding its removal. The catheter fractured, and patient now has a length of retained intravascular catheter. May require major procedure if it gets infected.